Event description:
Caller alleged discrepant results with inratio readings when running them back to back.

Manufacturer narrative:
Inratio precision data provided by the end-user lot: 1st inr = 3.4, 2nd inr = 3.0, 3rd inr = 4.2. Inratio, mean: 3.5, sd: 0.6, %cv: 17.3. The 17.3 %cv is less than 20%. Second inr = 2.7, 2nd inr = 2.6, 3rd inr = 3.2. Inratio, mean: 2.8, sd: 0.3, %cv: 11.3. The 11.3% cv is less than 20%. Both inratio meter results passed the criteria for precision. No further testing is required at this time. Device is not expected to be returned for evaluation. No corrective action is required as no product deficiency was established. Correction to report - originally submitted under MDR #2027969-2009-00172 on (B) (6) 2009.